Event description:
The device was removed, because the patient needed an MRI for back-related issues. During explant, the lead split and unraveled. The two distal electrodes remain in the patient 2-4 cm below the sacrum. No further information was reported.

Manufacturer narrative:
(B) (4).